Event description:
On (B)(6) 2013, the reporter alleged the pump¿s keypad buttons were intermittently difficult to push. There was no further information provided. Animas made several attempts to contact the patient for follow up, however, the patient did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/13/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and ok key contacts.